Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. The two complaints are reported in manufacturer report # 3005099803-2010-03995 and report # 3005099803-2010-03996. It was reported to boston scientific corporation that three jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010. According to the complaint, during the procedure, while advancing a jagwire (subject of MFR. Report # 3005099803-2010-03995) into the biliary duct, 5 cm of the jagwire's tip fell off. A second jagwire (subject of MFR report # 3005099803-2010-03996) was used, but the tip again fell off while trying to insert into the duct. A third jagwire was used to successfully complete the procedure. The detached portions of the jagwires fell into the intestines of the patient, where the physician believes it will have no adverse effect on the patient. There were no reported patient complications and the patient's condition had been described as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. The two complaints are reported in manufacturer report # 3005099803-2010-03995 and report # 3005099803-2010-03996. It was reported to boston scientific corporation that three jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010. According to the complaint, during the procedure, while advancing a jagwire (subject of MFR. Report # 3005099803-2010-03995) into the biliary duct, 5 cm of the jagwire's tip fell off. A second jagwire (subject of MFR report # 3005099803-2010-03996) was used, but the tip again fell off while trying to insert into the duct. A third jagwire was used to successfully complete the procedure. The detached portions of the jagwires fell into the intestines of the patient, where the physician believes it will have no adverse effect on the patient. There were no reported patient complications and the patient's condition had been described as "stable."

Manufacturer narrative:
A visual examination of the returned device revealed that the entire pebax tubing section got detached / separated from the core wire. The core wire was inspected and no damage or inconsistencies were noted during the analysis. The root cause of the complaint has been determined to have been operational context, based on the likelihood that due to an unknown anatomical and/or procedural factor the performance was limited. The device history record was reviewed and all records indicated that the product was tested at bsc miami facility and determined to be acceptable. The complaint description does not provided a clear indication if the device in question was used in accordance with the labeling. The risk of the reported event is noted within the labeling as follows: the dfu under caution statement state: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire."